Event description:
It was reported that an out-of-regulation (oor) condition occurred when the patient tried to turn the implantable neurostimulator off. The patient was not able to adjust stimulation and the patient programmer displayed a "call your doctor" icon. The patient had seen the oor condition before as well. When the patient attempted to synch, the oor was gone. The patient was going to see his physician on (B)(6)-2012. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2009-(B)(6), product typ lead; product ID 37752, serial# (B)(4), product typ recharger; product ID 37743, serial# (B)(4), product typ programmer, patient; product ID 3708140, serial# (B)(4), implanted: 2009-(B)(6), product typ extension; product ID 3708140, serial# (B)(4), implanted: 2009-(B)(6), product typ extension. (B)(4).